Event description:
Based on the assessment received from the hospital staff, there was no evidence identified to attribute the patient's infection to the livanova device, which relationship with the event was excluded. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h1, h2, h6. Based on the additional information received, it was confirmed that the hospital staff discarded the possibility of a problem related to the product. Therefore, the root cause of this event is considered not related to the device. If further information will be made available, the case will be properly updated. At this time, based on the information available, no further investigation is required.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the available information, it is not possible to draw a definitive root cause for the reported event. Since the device remains implanted, there is not sufficient evidence to reasonably believe that the devices caused or contributed to the reported event, considering also livanova's sterilization process. However, since no further information was provided on the event (i.e. Type of infection, device functionality, patient¿s clinical history), the root cause cannot be ultimately confirmed and remains unknown at this time. If additional information will be made available in the future, a follow-up report will be submitted.

Event description:
On (B)(6) 2019, a patient received a carbomedics standard mitral m7-029. In the ICU, a serious infection (not further specified) was observed in the patient. A potential link with the metal valve (mechanical) was suspected, although this relationship was not further specified nor supported by further data. The patient is reportedly being monitored.